Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.50/2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The surgeon notes there is a planned lens exchange. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).